Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that silicone oil needle could not be inserted into the cannula as it was found that the silicone oil needle was too large during vitrectomy and retinal repositioning surgery in the right eye. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and confirmed the 25 guage viscous fluid control (vfc) cannula tip was assembled with a 23 a cannula. After an analysis and based on the condition of the sample, the root cause is related to an error during the supplier¿s assembly process of the infusion cannula. After an investigation of this complaint, it has determined [that no further actions will be pursued at this time. The supplier has been made aware of the issue. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).